Event description:
The user facility reported that a scope processed in a system 1e was used in a patient procedure without reviewing the cycle printout, which evidenced the cycle canceled due to a 'heat problem' processor fault alarm. The procedure was completed successfully and the user facility confirmed patient monitoring procedures were followed. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician went onsite and confirmed that the cycle printout subject of the reported event evidenced that the cycle cancelled due to a 'heat problem'. The technician ran a diagnostic and processing cycle, checked the calibration and found the equipment to be operating properly; no issues were noted. The technician was unable to duplicate the 'heat problem processor' fault alarm. The operator manual states pp. (7-15), "warning: devices are not liquid chemically sterilized and/or adequately rinsed when a liquid chemical sterilization cycle is cancelled". Additionally, "the cancel function will be initiated automatically by the processor if one or more parameters are for liquid chemical sterilization have not been achieved or maintained. A cycle may also be cancelled by the operator. In either case, whenever cancel occurs the device will not liquid chemically sterilized and/or adequately rinsed." Steris offered in-service on the proper use and operation of the system 1e however the user facility declined.